Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip cover accessory was analyzed, and failure analysis investigations did not replicate nor confirm the customer reported complaint. Failure analysis could not verify the external event. Visual inspection displayed no signs of physical damage. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip cover accessory came off when the monopolar curved scissors instrument was pulled out of the cannula and dropped into the abdomen of the patient. It was immediately recovered and replaced by a new tip cover accessory. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip cover accessory was inspected prior to use and there was no abnormality found. The tip cover accessory was retrieved with a laparoscopic johaan. The reported issue occurred while the instrument was being removed from the robotic trocar. The monopolar curved scissors instrument was in use for at least an hour. The surgeon did not notice any issues with the functionality of the mcs instrument during the surgical procedure. The tip cover accessory appeared to be properly installed during the surgical procedure. The orange surface was not visible after the mcs tip cover accessory was installed. The mcs tip cover accessory was not installed beyond the orange surface. The installation tool was used. The electrolube or any other lubricant was not applied to the mcs instrument prior to the mcs tip cover accessory installation. There was no issues in removing the instrument and mcs tip cover accessory. The instrument wrist was straightened upon removal. The procedure was completed robotically with a new tip cover.